Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Technical services reviewed the submitted log files, and pump stoppages were observed. X-ray image received showed a bend at the power lead connections, near the end of the strain relief. The patient remained asymptomatic. The patient was provided with two ungrounded power module patient cables. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of low speed and pump stop events can be confirmed based on the submitted log file. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (driveline); however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. Approximately 14 inches of the external portion/distal end of the driveline was returned. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.